Event description:
Complainant alleged that while attempting to monitor a pt (age & gender unknown) the device inappropriately advised a "shock advised" message. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.